Event description:
It was reported that the implantable neurostimulator initially provided pain relief but later lost effectiveness; it no longer provides pain relief and has been turned off. It is unknown if any device troubleshooting was performed. Surgical intervention (unspecified) was reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.